Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("even when not menstruating;severe pelvic pain/pain(daily)"), genital haemorrhage ("even when not menstruating; abnormally heavy menstrual bleeding;"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage/pregnancy (stillbirth or miscarriage)") in a 25-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, c-section in 2006, miscarriage, tonsillectomy, acute frontal sinusitis, cellulitis, abscess, anxiety and depression. Previously administered products included for pain: motrin. Concurrent conditions included constipation, hyperinsulinemia, insulin resistance, acute frontal sinusitis, asthma, candidiasis since (B)(6)2013, diabetes, hematuria, night sweats and pseudotumor cerebri since 1993. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged menstruation/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), fatigue ("chronic fatigue/fatigue") and vaginal haemorrhage ("abnormally heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain / loss"). On (B)(6)2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6)2008, the patient was found to have weight decreased ("weight loss"). On (B)(6)2017, the patient experienced dyspareunia ("painful intercourse dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("chronic vaginal infections") with vaginal discharge, abdominal pain lower ("cramping/lower abdominal pain(daily)"), uterine pain ("uterine pain(daily)"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), insomnia ("insomnia"), headache ("worsening of her headaches ") and back pain ("back pain(daily)"). The patient was treated with surgery (ablation on (B)(6)2008 and laparoscopic supracervical hysterectomy, bilateral salpingectomy on (B)(6)2008). Essure (ess205) was removed on (B)(6)2008. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia was resolving and the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, vaginal infection, abdominal pain lower, uterine pain, menorrhagia, menstrual disorder, dysgeusia, insomnia, headache, alopecia, fatigue, vaginal haemorrhage, weight increased, back pain and weight decreased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: on (B)(6)2008, patient had underwent a total hysterectomy and bilateral salpingectomy during which her uterus, cervix, and both fallopian tubes were all removed. Current weight 232.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in (B)(6)2007: results: confirming full occlusion fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, dyspareunia, genital bleeding, back pain and fatigue. Most recent follow-up information incorporated above includes: on 4-mar-2019: pfs received: events: weight increased and weight decreased were added. Medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("even when not menstruating;severe pelvic pain/pain(daily)"), genital haemorrhage ("even when not menstruating; abnormally heavy menstrual bleeding;"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage/pregnancy (stillbirth or miscarriage)") in a 25-year-old female patient (gravida 4, para 1) who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, c-section in 2006, miscarriage, tonsillectomy, acute frontal sinusitis, cellulitis and abscess. Previously administered products included for pain: motrin. Concurrent conditions included constipation, hyperinsulinemia, insulin resistance, acute frontal sinusitis, asthma, candidiasis since (B)(6) 2013, diabetes, hematuria and night sweats. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged menstruation/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormally heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)") and weight fluctuation ("weight gain / loss"). On (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced dyspareunia ("painful intercourse dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("chronic vaginal infections") with vaginal discharge, abdominal pain lower ("cramping/lower abdominal pain(daily)"), uterine pain ("uterine pain(daily)"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), insomnia ("insomnia"), headache ("worsening of her headaches ") and back pain ("back pain(daily)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopic supracervical "hysterectomy", bilateral salpingectomy) and surgery (ablation on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia was resolving and the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, vaginal infection, abdominal pain lower, uterine pain, menorrhagia, menstrual disorder, dysgeusia, insomnia, headache, alopecia, fatigue, vaginal haemorrhage, weight fluctuation and back pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine pain, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: on (B)(6) 2008, patient had underwent a total hysterectomy and bilateral salpingectomy during which her uterus, cervix, and both fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: confirming full occlusion fallopian tubes. Current weight 232.00 lbs. Approximate weight at the time of essure placement 200.00 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, dyspareunia, genital bleeding, back pain and fatigue. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received : new events added weight gain/weight loss and back pain. Historical conditions added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('even when not menstruating;severe pelvic pain/pain(daily)'), genital haemorrhage ('even when not menstruating; abnormally heavy menstrual bleeding;'), pregnancy with contraceptive device ('pregnant with essure micro-insert') and abortion spontaneous ('miscarriage/pregnancy (stillbirth or miscarriage)') in a 25-year-old female patient who had essure (ess205) (batch no. 509812, 509792) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section in 2006, multigravida, miscarriage, tonsillectomy, acute frontal sinusitis, cellulitis, abscess, anxiety and depression. Previously administered products included for pain: motrin. Concurrent conditions included candidiasis since (B)(6) 2013, pseudotumor cerebri since 1993, constipation, hyperinsulinemia, insulin resistance, acute frontal sinusitis, asthma, diabetes, hematuria and night sweats. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged menstruation/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), fatigue ("chronic fatigue/fatigue") and vaginal haemorrhage ("abnormally heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain / loss"). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2008, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2017, the patient experienced dyspareunia ("painful intercoursedyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("chronic vaginal infections") with vaginal discharge, abdominal pain lower ("cramping/lower abdominal pain(daily)"), uterine pain ("uterine pain(daily)"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), insomnia ("insomnia"), headache ("worsening of her headaches ") and back pain ("back pain(daily)"). The patient was treated with salbutamol and surgery (ablation on (B)(6) 2008 and laparoscopic supracervical hysterctomy, bilateral salpingectomy on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia was resolving and the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, vaginal infection, abdominal pain lower, uterine pain, menorrhagia, menstrual disorder, dysgeusia, insomnia, headache, alopecia, fatigue, vaginal haemorrhage, weight increased, back pain and weight decreased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2008, patient had underwent a total hysterectomy and bilateral salpingectomy during which her uterus, cervix, and both fallopian tubes were all removed. Current weight 232.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: confirming full occlusion fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, dyspareunia, genital bleeding, back pain and fatigue. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received. Essure lot number and treatment drug added. Product indication updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('even when not menstruating;severe pelvic pain/pain(daily)'), genital haemorrhage ('even when not menstruating; abnormally heavy menstrual bleeding;'), pregnancy with contraceptive device ('pregnant with essure micro-insert') and abortion spontaneous ('miscarriage/pregnancy (stillbirth or miscarriage)') in a 25-year-old female patient who had essure (ess205) (batch no. 509812, 509792) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section in 2006, multigravida, miscarriage, tonsillectomy, acute frontal sinusitis, cellulitis, abscess, anxiety and depression. Previously administered products included for pain: motrin. Concurrent conditions included candidiasis since (B)(6) 2013, pseudotumor cerebri since 1993, constipation, hyperinsulinemia, insulin resistance, acute frontal sinusitis, asthma, diabetes, hematuria and night sweats. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged menstruation/abnormal bleeding (vaginal, menorrhagia)"), alopecia ("hair loss"), fatigue ("chronic fatigue/fatigue") and vaginal haemorrhage ("abnormally heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain / loss"). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2008, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2017, the patient experienced dyspareunia ("painful intercoursedyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal infection ("chronic vaginal infections") with vaginal discharge, abdominal pain lower ("cramping/lower abdominal pain(daily)"), uterine pain ("uterine pain(daily)"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), insomnia ("insomnia"), headache ("worsening of her headaches ") and back pain ("back pain(daily)"). The patient was treated with salbutamol and surgery (ablation on (B)(6) 2008 and laparoscopic supracervical hysterctomy, bilateral salpingectomy on (B)(6) 2008). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia was resolving and the genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, vaginal infection, abdominal pain lower, uterine pain, menorrhagia, menstrual disorder, dysgeusia, insomnia, headache, alopecia, fatigue, vaginal haemorrhage, weight increased, back pain and weight decreased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine pain, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2008, patient had underwent a total hysterectomy and bilateral salpingectomy during which her uterus, cervix, and both fallopian tubes were all removed. Current weight 232.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in may 2007: results: confirming full occlusion fallopian tubes.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, dyspareunia, genital bleeding, back pain and fatigue. Lot number: 509792 manufacture date: 2006-02 expiration date: 2008-01. Lot number: 509812 manufacture date: 2006-04 expiration date: 2008-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jun-2019: quality-safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("even when not menstruating;severe pelvic pain"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), abortion spontaneous ("miscarriage") and genital haemorrhage ("even when not menstruating; abnormally heavy menstrual bleeding;") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal haemorrhage ("abnormally heavy vaginal bleeding."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), the first episode of vaginal infection ("chronic vaginal infections"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("cramping/lower abdominal pain"), uterine pain ("uterine pain"), menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), insomnia ("insomnia"), headache ("worsening of her headaches "), the second episode of vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and fatigue ("chronic fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, dysmenorrhoea, abdominal pain lower, uterine pain, menorrhagia, menstrual disorder, dysgeusia, insomnia, headache, the last episode of vaginal infection, vaginal discharge, dyspareunia, alopecia, fatigue and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, insomnia, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, uterine pain, vaginal discharge, vaginal haemorrhage, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure (ess205). The reporter commented: on (B)(6) 2008, patient had underwent a total hysterectomy and bilateral salpingectomy during which her uterus, cervix, and both fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in may 2007: confirming full occlusion fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.